Event description:
It was reported that this right ventricular (rv) lead was an attempted implant to due to an unknown product performance anomaly. The procedure was completed using an alternative lead. This rv lead has not been returned for analysis. No additional adverse patient effects were reported.